Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after lunch, including a later report of a blood glucose value of 590 mg/dl, in the context of incomplete tubing priming that required additional insulin to see drops and subsequent re-priming, site change, and resumption of insulin delivery. Symptoms included nausea, dry mouth, headache, and thirst. Outcomes included no use of backup therapy initially, one corrective bolus by injection, no ketone testing, and no medical intervention or hospitalization. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed user technique issues related to incomplete tubing priming, though the precise cause of the hyperglycemia remained unclear. It was concluded that hyperglycemia occurred with cause unclear after device setup issues were addressed and therapy resumed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.